Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced lack of benefit from the device resulting in the decision to explant. The device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with another manufacturer's device.